Event description:
It was reported the pump was just in for repair. The pump keeps alarming system failure. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The event history log found no evidence of the reported issue. To conduct functional testing the cloning process was performed by using both the old and new style. Upon testing, it was revealed the device was unable to perform cloning process by using the old-style cloning block, but no problem cloning with the new style cloning block. It was determined the customer used the old style, which is no compatible to a new interconnect board. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.